Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a kidney biopsy procedure using a maxcore device. During the procedure, it was reported that the cannula has allegedly failed to fire, and a sample could not be collected. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one maxcore device was received for evaluation. Upon visual evaluation, the device appeared to have residue throughout and received without protective tubing and no yellow guard attached to the needle. The device was received with both slides in their initial positions. During functional testing, the device was able to be fully primed with no issues. The device was further tested by cocking and firing the device three times in a chicken breast with each trigger, for a total of six tests. The device was able to prime and fire properly. All six samples were obtained with no issues. The investigation is unconfirmed for the reported failure to fire as the device was able to prime, fire and able to obtain all six samples with no issues. A definitive root cause for the reported failure to fire could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a kidney biopsy using a maxcore device, during the procedure, it was reported that the cannula has allegedly failed to fire and a sample could not be collected. There was no reported patient injury.